Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site, explant and re-implantation is planned but has not taken place as of the date of this report.